Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. D6a (implantation) & d6b (explantation) has been added. D9 (date device returned to manufacturer) has been added. G1 (manufacturer contact fax number) has been added. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: the patient was on the impella cp along with the controller, the aic. When the aic alarmed on day 2 the team replaced the aic due to the "controller failure" alarm. The team continued on the 2nd aic. The impella cp was placed via femoral access for the patient admitted in with acute myocardial infarction and cardiogenic shock. The patient had a history of prior CABG for coronary artery disease and had a cardiac arrest outside of the hospital prior to admission and was in scai stage e shock. The 66 year old male patient was also supported by ECMO.